Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the led gave a bright light and the video monitor displayed the "attach video cable" message with no video. No delay in the procedure was reported as a backup titanium lopro t4 was immediately available. No harm to patient or user was reported.

Manufacturer narrative:
The customer was provided a replacement glidescope titanium lopro t4 blade. The glidescope titanium lopro t4 blade was returned to verathon for evaluation. When the blade was inspected there appeared to be debris in the blade video cable connector, which prevented the blade from connecting to a video cable. The technical service representative removed the debris to complete the evaluation, the debris appeared to be from a video cable. Once the debris was removed from the connector the technical service representative attached the blade to a test video monitor, the led appeared to function as expected. The blade was tested and the reported bright led and the "attach video cable" message could not be duplicated. Since the customer received a replacement glidescope titanium lopro t4 blade the returned blade was scrapped.